Event description:
After the radiography, patient images could not be confirmed with pacs. Therefore, the patient was re-taken with a different device. We have received from importer/distributor the above report at (B)(6) 2017.